Event description:
On may 9, 2016, an nsk handpiece z95l was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to the handpiece overheating and a patient's burn. On may 13, 2016, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. The event occurred on (B)(6) 2016. When the dentist was removing a prosthesis from tooth #5, the patient received a 2 - 3 mm diameter first degree burn on the right lower lip near the corner of the mouth. The patient was not under local anesthesia. The dentist applied oral ointment to the patient. On the next visit after the event, the dentist observed the affected area and concluded that it had been almost healed and no additional treatment was necessary.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed a rotational resistance. Nakanishi did not observe any damage on the exterior. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (a), and along points further towards the distal end of the device, testing points (b) through (d)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (a) and (b) 160 seconds after the start. Temperature measurements 240 seconds after the start are as follows: test point (a): 58.4 degrees c. Test point (b): 78.2 degrees c. Test point (c): 35.7 degrees c. Test point (d): 29.6 degrees c. The temperature testing was conducted for 240 seconds into the planned 5 minute evaluation. Nakanishi washed the inside of the handpiece using nakanishi pana-spray-plus as defined in the operation manual. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Again, nakanishi measured the temperature rise of the pana-spray-plus, cleaned handpiece. Nakanishi still confirmed abnormal temperatures, 55.5 degrees c and 75.2 degrees c at the test points. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining plastic part) was broken. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the cartridge and measured the exothermic situation yet again. There was no abnormal temperature rising during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged cartridge had been replaced. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken ball retaining plastic part. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent overheating, as instructed in the operation manual.